Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one coil was found embedded in uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("one coil was found embedded in uterus") and was found to have a pregnancy with contraceptive device ("post ebaby delivery"). The patient was treated with surgery (lavh and both tubes out). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, device expulsion and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device expulsion, embedded device and pregnancy with contraceptive device to be related to essure. The reporter commented: on (B)(6) 2012 patient having confirmed hsg test . Concerning the injuries reported in this case, the following ones were reported via social media :device expulsion, embedded device and pregnancy with contraceptive device quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one coil was found embedded in uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("one coil was found embedded in uterus") and was found to have a pregnancy with contraceptive device ("post ebaby delivery"). The patient was treated with surgery (lavh and both tubes out). Essure was removed on (B)(6) 2014. At the time of the report, the embedded device, device expulsion and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device expulsion, embedded device and pregnancy with contraceptive device to be related to essure. The reporter commented: on (B)(6) 2012 patient having confirmed hsg test. Concerning the injuries reported in this case, the following ones were reported via social media: device expulsion, embedded device and pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.